Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the unit to be operating properly. No issues were noted with the function and operation, and the reported event was unable to be duplicated. The technician reset the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the monitors to their hexavue custom room rack were turning off. No report of injury.